Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks and bra roll on (B)(6) 2019 using cooladvantage, coolcurve+ contour. Treatment was also given to the flanks and bra roll again on (B)(6) 2019 using cooladvantage, coolcurve+ contour. The patient developed paradoxical hyperplasia (pah/ph) on (B)(6) 2019 and was diagnosed in the flanks and bra roll on (B)(6) 2019. Ph was described as upper and middle lumbar postero-lateral protruding stacked fat rolls with upper roll.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks and bra roll on (B)(6) 2019 using cooladvantage, coolcurve+ contour. Treatment was also given to the flanks and bra roll again on (B)(6) 2019 using cooladvantage, coolcurve+ contour. The patient developed paradoxical hyperplasia (pah/ph) on (B)(6)2019 and was diagnosed in the flanks and bra roll on (B)(6) 2019. Ph was described as upper and middle lumbar postero-lateral protruding stacked fat rolls with upper roll.

Manufacturer narrative:
Clarification to d4: (B)(6) was missing from the initial medwatch report.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks and bra roll on (B)(6) 2019 using cooladvantage, coolcurve+ contour. Treatment was also given to the flanks and bra roll again on (B)(6) 2019 using cooladvantage, coolcurve+ contour. The patient developed paradoxical hyperplasia (pah / ph) on (B)(6)2019 and was diagnosed in the flanks and bra roll on (B)(6) 2019. Ph was described as upper and middle lumbar postero-lateral protruding stacked fat rolls with upper roll.